Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: this complaint was created based on findings of the analysis of wrong device received under (B)(4), which according to sales rep, does not belong to any complaint. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The complaint device was received and evaluated. Visual observations revealed wear marks in the device. The functional test was performed; as a result, the upper jaw was loose when the jaws are closed; therefore, it showed that the jaws did not close normally contributing to the holding issue. The shear pin is missing, and the assembly of the jaw mechanism was broken. A manufacturing record evaluation was performed for the finished device lot number: 42594-170420-02, and no non-conformances were identified. Based on the results, this complaint can be confirmed. Upon further investigation it was found that the shear pin inside the handle of the device had failed, eliminating the linkage between the jaw lever and the actuator, preventing functionality of the jaw. This shear pin is a design feature to ensure that the tissue is clamped and prevent loose bodies from leaving the device the possible root cause for the issue experienced can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw; also, it is possible that the failure occurred due to excessive mechanical force while handling the device. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the mechanism of the pin jaw/shaft was broken, and the jaws did not close/open normally on the expressew iii ac+ gun device. There was no procedure nor patient involvement reported. No additional information was provided.